Manufacturer narrative:
Analysis found normal device characteristics.

Event description:
It was reported that during a routine device change procedure for a dependent patient, the pulse generator exhibited an inappropriate rate increase after suspected electrocautery interaction. The device was explanted and replaced.